Manufacturer narrative:
(B)(4). The unknown extraction instruments was not returned to the customer quality unit for evaluation. It was noted that the device was discarded. However, image of the device was provided to the customer quality unit. It was noted that the tube had fractured at a point where the tube reduces in diameter. A device history record review could not be conducted as a lot number was not available. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the unknown extraction instruments we are unable to identify the root cause. As no issues could be identified in the manufacturing or release of this product since the lot number could not be identified. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the first use of the product the surgeon was using the device inside the disc to scrape and remove disc material when he levered the tube to move to a different position at which point the tube snapped at the point where it reduces in diameter. The device stayed as one piece and was removed from the disc and discarded. The surgeon mentioned that he was moving the device when it broke with side pressure being applied to the tube.